Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display went black upon unlocking while insulin delivery continued and the user could view battery, read cgm glucose, and receive insulin, consistent with a screen visibility/display malfunction. Symptoms included no adverse clinical effects and no change in blood glucose at the time of the report. Outcomes included continued therapy until the cartridge was depleted, with a plan to use backup therapy as needed; no medical intervention or hospitalization occurred. Investigation included remote troubleshooting and arrangement for device replacement, followed by user report that the screen function returned to normal and cancellation of the replacement. Investigation of this case revealed an intermittent display issue with the pump user interface, with normal insulin delivery and cgm connectivity, suggesting a transient device display malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent user interface display malfunction of undetermined root cause.